Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of 0 ohms, as well as oversensing of noise on the right ventricular (rv) channel. The source of the noise was thought to have been the result of the patient also having an insertable cardiac monitor device. Testing of the system did not replicate any noise or out of range shock impedance values. No changes were made and the crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of 0 ohms, as well as oversensing of noise on the right ventricular (rv) channel. The source of the noise was thought to have been the result of the patient also having an insertable cardiac monitor device. Testing of the system did not replicate any noise or out of range shock impedance values. No changes were made and the crt-d remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the crt-d exhibited both a low out of range shock impedance measurement of 0 ohms, and a high out of range measurement of greater than 200 ohms. Provocative maneuvers were performed with no abnormalities observed. Crt-d data will be sent to boston scientific technical services for review. The crt-d remains in service and no adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a low out of range shock impedance measurement of 0 ohms, as well as oversensing of noise on the right ventricular (rv) channel. The source of the noise was thought to have been the result of the patient also having an insertable cardiac monitor device. Testing of the system did not replicate any noise or out of range shock impedance values. No changes were made and the crt-d remains in service. No adverse patient effects were reported. Additional information provided from the field indicated the crt-d exhibited both a low out of range shock impedance measurement of 0 ohms, and a high out of range measurement of greater than 200 ohms. Provocative maneuvers were performed with no abnormalities observed. Crt-d data will be sent to boston scientific technical services for review. The crt-d remains in service and no adverse patient effects were reported. A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Shock impedance low out of range is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: shock impedance low out of range is a known inherent risk of the use of this product, and this is documented in the labeling.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance low out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Shock impedance low out of range is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: shock impedance low out of range is a known inherent risk of the use of this product, and this is documented in the labeling.